Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the setting being wrong on the monitor. The event can be detected/prevented by following the instructions for use which state: [5.5 video monitor display inspection]. Operate the video monitor according to the directions given in the video monitor¿s instruction manual and confirm that the endoscopic image is displayed properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technical assistance center (tac) found that the input-select on the monitor was set incorrectly because they are using the serial digital interface (sdi) signal. Once the customer changed the input select value to sdi she was able to see the signal fine. They are using provation, so onsite tech support checked the cable connections and software settings with them and everything looks fine. Customer also reported that the signal coming from the cv-190 to the provation is frozen. The provation system was rebooted and is now working properly. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image issues. There were no reports of patient harm.